Event description:
Device malfunction description: after the machine had been running normally for a period of time, it always reported "pipeline stuck" and could not continue. Preliminary action: the sensor failed due to the adhesion of the chemical liquid in the pipeline. After cleaning, the sensor was used normally and the machine was normal. "This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)"